Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure.additional text: power module.specific component(s) involved: other component malfunction.other component: power module patient cable.causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions.other intervention : replaced power module patient cable.implant device type: both (in the same or visit).malfunction device type: lvad.